Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 04.038.295s, lot 9910919: part manufacturing date: october 26, 2015. Part expiration date: october 31, 2025. Manufacturing site: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows lot of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with trochanteric fixation nail advanced (tfna) long system was applied to femoral trochanteric fractures. The surgery was completed without a delay. The patient underwent non-weight bearing rehabilitation. On (B)(6) 2018, a cut-out was found. On (B)(6) 2018 the devices were explanted and replaced by an artificial bone head (bhp). The surgeon noted the blade¿s insertion might be been slightly shallow, the compression might have been excessive and the patient's bone quality and the fracture type might have affected the event. Concomitant device: tfna long nail (part 04.037.453s, lot h039612, quantity 1). This is report 1 of 1 for (B)(4).